Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure, pink-purple image was confirmed, but, green stripe, was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, the fiber bonding in the outer tube area in the distal end was damaged, and the outer tube had scratches. Based on the results of the investigation, and since the device malfunction, green stripe, was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard the pink-purple image, the cause was traced to a broken charged coupled device. As for the other malfunctions found, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had a pink-purple image with a green stripe. The issue was found during an unspecified procedure. There were no reports of patient harm.